Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic educator reported via letter that they had a high blood glucose value of 600 mg/dl. Customer called emergency services and was hospitalized sometime before april for three days where customer treated for high blood glucose with insulin drip. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer also reported that automode feature was not in use at the time of high blood glucose event. Insulin pump will not be returned for analysis.